Manufacturer narrative:
On follow up with the user facility, steris endoscopy learned that the patient was in palliative care and was reported to be elderly with end stage metastatic lung cancer, an endobronchial tumor in the right mainstem, and multiple comorbidities including copd and coronary artery disease. The user facility confirmed that it used the appropriate spray catheter and patient monitoring, and stated that there was no evidence any malfunction of the trufreeze system. A steris endoscopy review of the trufreeze system console log confirmed normal operation. The disposable spray catheter was not returned to steris endoscopy for evaluation. The instructions for use for the trufreeze system includes the following warnings and precautions: "the physician should carefully consider patient eligibility for cryospray ablation (i.e., cryosurgery and associated gas pressure), including patient presentation, medical history, comorbidities (e.g., copd, cad), and prolonged use of steroids that may reduce the patient's tissue compliance and tissue strength affecting their ability to tolerate cryospray."

Event description:
The user facility reported that during a palliative pulmonary procedure which included use of the trufreeze system, the patient became bradycardic which progressed to arrhythmia and cardiac arrest. Chest tubes were placed to treat suspected pneumothorax, however visual evidence as well as x-ray and EKG found no evidence of pneumothorax. The patient did not survive despite prolonged CPR. The physician reported there appeared to have been an ischemic event that was unlikely related to the treatment with the trufreeze system.